Manufacturer narrative:
The reported event of a real time clock reset was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. This can be attributed to a depleted real time clock. This is most likely due to an extended period of time where the controller was not connected to an eternal power source. However, when set to the current date and time, the rtc was able to retain the new settings. The most likely root cause of the reported event can be attributed to a depleted real time clock, most likely due to an extended period of time where the controller was not connected to an external power source. The controller was able to retain the date and time after allowing the real time clock to fully charge. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient came to clinic, upon checking backup controller, it was noted to have a date/time error. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.